Event description:
Note: this report pertains to the first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a band ligation procedure performed on (B)(6), 2023. During the procedure, after the device was placed onto the scope, the device was inserted into the patient. The varix was then suctioned into the ligator cap. When attempting to deploy the band, there were two clicks heard; however, it was noticed that the band overlapped, and no band was deployed onto the varix. An attempt was also made to another varix; however, no band was deployed onto varix, and it was noticed that the bands were twisted. The device was removed, and a second speedband superview super 7 was used. The varix was suctioned but no band was deployed onto the varix. The physician attempted to deploy another band, another two clicks were heard; however, the same problem happened. The device was removed, and the procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the physician did not take up the slack with the proximal end of the trip wire; however, per the instructions for use (IFU), "take up slack by pulling proximal end of trip wire on handle unit."

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.